Manufacturer narrative:
Therapy and event date is estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-14160. It was reported patient was unable to increase amplitude due to having several falls. Impedances were checked and patient was found to have high impedances and also the leads had visual fractures. As a result patient underwent surgical intervention where the leads were replaced and effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.